Event description:
Site reported the light adjustable lens was explanted as the patient changed their desired refractive outcome after lock-in. Rxsight's first awareness of this event was (B)(6) 2022.

Manufacturer narrative:
Site reported the light adjustable lens was explanted as the patient changed their desired refractive outcome after lock-in. Rxsight's first awareness of this event was (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and currently undergoing evaluation.